Manufacturer narrative:
The referenced pump exchange is covered under 2916596-2017-00018. (B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a few days after undergoing a pump exchange, the lvad system produced elevated flow readings. A heparin infusion was initiated; however, it was discontinued due to a positive CT scan revealing a stroke. On (B)(6) 2016, it was reported that the pump's parameters returned to baseline. The patient had some residual aphasia from the stroke, but has since resolved. No additional information was provided.

Manufacturer narrative:
The report of a transient elevation the estimated pump flow parameter was confirmed through the evaluation of the submitted system controller log file; however, a correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.